Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention took place to address the issue where the lead with high impedances was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-05570, 1627487-2022-05571 and 1627487-2022-05572